Event description:
An altitude alarm was reported by the customer, with no immediate resolution achieved after initial instructions were followed. The customer's blood glucose level was recorded at 5.2 mmol/l, indicating no adverse impact. Technical support guided the customer through several troubleshooting steps, including cleaning the speaker holes and changing the cartridge. Ultimately, the alarm did not recur after a new cartridge was loaded, and the pump resumed normal operation. It was determined that the original cartridge did not vent properly, and it was replaced.